Manufacturer narrative:
Submit date: 5/9/17. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer states that many of the syringes inside the box are cracked, the box itself is intact not damaged. Discovered prior to use.